Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that there were episodes of non-sustained right ventricular oversensing (nsrvo). These episodes were due to rv lead noise which caused inhibition of cardiac pacing. Programming changes were made to the rv lead. The patient was in stable condition.

Event description:
New information noted that the lead was explanted and replaced on 25 aug 2023. The patient was in recovering condition.